Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The subject device was discarded by the customer and not available for an evaluation. Based on the results of the investigation, the root cause of the event could not be determined. This supplemental report includes a correction to e1, e3, and g2 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the fiber broke off inside the patient during a therapeutic procedure and the procedure was completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.